Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The investigation is pending completion. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that the concerned coil-assist stent was being used in a procedure to treat a patient with a left pcom aneurysm using "jailing" technique, where two microcatheters were placed. The physician used a microcatheter and started to cross the neck to deploy the concerned stent. Reportedly, when the stent was mounted with the pusher, it was noticed the stent was absent between the distal and proximal markers. The physician checked the entire length of the microcatheter and could not see the presence of the stent. The physician then removed the pusher and using the same microcatheter, loaded a new stent of the same model and different size, which was perfectly visible with the three proximal markers present. The stent deployed well despite the presence of a post-intervention thrombus treated by aggrastat medication. Reportedly, the patient was doing very well after the procedure, was able to move both arms and legs; and able to answer usual questions. This is event report 1 of 2.